Event description:
On (B)(6) 2023, a patient underwent a thrombectomy and atherectomy procedure using the aspirex. During the procedure, guidewire supplied with the catheter allegedly got trapped. It was further reported that the guide wire allegedly could not be removed. Reportedly the guidewire tip ruptured and fell onto the venous wall. The fractured guide wire was not treated and retained in the body and additional intervention was performed. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. User provided information regarding guidewire break. User provided images and videos show broken guidewire. The reported malfunction guidewire break can be confirmed. A device detachment can have various reasons. A clear root cause could not be established but a guidewire break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.